Event description:
Dr was performing a turp procedure; when he pulled instrument out of pt, he noticed that beak had broken off. Took x-ray and confirmed that an intact broken piece was floating in pt's bladder. Dr had already scheduled a 2nd procedure due to the amount of tissue that still needs to be resected; he plans to remove the beak at the same time he completes resection. Original procedure completed; no adverse effect to the pt.